Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 25-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that a physician attempted to remove the lead, but the tip of the lead broke off. An x-ray was performed, and the caller could see about 2-3 mm of the lead was left inside. They thought it was the left ins, but were unsure. They thought the surgery happened in the last couple of months, and it was unknown who did the surgery. Additional information was received from the patient. They confirmed the previously reported lead issue concerned the left lead. The cause of the lead segment breaking during surgery and being left implanted was determined. When asked what most likely caused or contributed to the issue, they responded the tip of the wire lead broke in the attempt to remove due to the fibrosis of scar tissue it got hung up onto. When asked what steps were or would be taken to resolve the issue, they replied no steps would be taken per the surgeon due to the size of the small fragment remaining in position and the difficulty to retrieve it. The issue was not resolved, but no further action would be taken. The surgery had been done on (B)(6) 2020.